Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced symptoms similar to pacemaker syndrome due to intermittent loss of capture on the right atrial (ra) lead. It was noted that the ra thresholds had risen to a high level since implant four months prior. The lead was attempted to be repositioned, however the physician was not able to find a stable position so the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst commented that due to the length of implant, the large volume of blood ingress on the proximal conductor and the anomalies described in the event, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.